Event description:
Information was received that reported a patient was hospitalized in 2007 due to an incident of hyperglycemia. Reporter stated that the patient took his blood glucose on the evening, and it was allegedly 400mg/dl. He was brought to the hospital where upon admit his blood glucose was >1000mg/dl. Reportedly he was treated with IV fluids and insulin and released. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturers narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.